Event description:
A reusable stryker l-tip probe was used during a laparoscopic appendectomy surgery. The patient was noted to have a burn immediately after the procedure. The tissue damage was about 7mm circumferential around the l-tip insertion incision. The instrument was tested with an insulation scanning device for insulation defects before sterilization, prior to the procedure, and again after the procedure. No defect was detected during any of these tests. The damaged tissue was excised.